Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly and sensor break. Customer's blood glucose at time of incident was unknown. Customer taking off the sensor and could not see the electrode and the part goes into the body. The customer was place on hold and call was lost. The customer issue was unable to determine since call was lost.